Event description:
It has been reported to philips the screen on the monitor froze, went blue and went into a restart/self test mode, lasting for over 3 minutes during patient care.

Manufacturer narrative:
Problem code and patient outcome code grids updated.